Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the intima-ii y 24ga x 0.75 in prn/ec slm has been found experiencing 20 occurrences of deformed catheters during use. The following has been provided by the initial reporter: more than the third time feedback from the head nurse and the department nurses for the use for jingma (the product trade name) recently: the first puncture of the catheter shrunk and twisted into a twist. In the first feedback in june, it is recommended to put the needle into the refrigerator; the second time there is a nurse feedback catheter shrinkage, it is recommended to increase the puncture angle and follow the needle for several days. But there is still the problem of the first puncture catheter shrinkage. Clinically, it is considered to be a product quality problem. The head nurse also gave me the needle of the complaint that the catheter was deformed on the first puncture and the puncture failed.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8358952. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned samples were visually evaluated and subjected to puncture force testing. The results of our investigation were unable to identify any abnormalities in the available units. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It has been reported that the intima-ii y 24gax0.75in prn/ec slm has been found experiencing 20 occurrences of deformed catheters during use. The following has been provided by the initial reporter: more than the third time feedback from the head nurse and the department nurses for the use for jingma (the product trade name) recently: the first puncture of the catheter shrunk and twisted into a twist. In the first feedback in june, it is recommended to put the needle into the refrigerator; the second time there is a nurse feedback catheter shrinkage, it is recommended to increase the puncture angle and follow the needle for several days. But there is still the problem of the first puncture catheter shrinkage. Clinically, it is considered to be a product quality problem. The head nurse also gave me the needle of the complaint that the catheter was deformed on the first puncture and the puncture failed.